Event description:
It was reported that the patient received multiple shocks, all of which were insufficient to reduce their arrhythmia. Upon x-ray the lead was noted to be dislodged resulting in non-optimal defibrillation and low r-wave amplitude. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received multiple shocks, all of which were insufficient to reduce their arrhythmia. Upon x-ray, the lead was noted to be dislodged resulting in non-optimal defibrillation and low r-wave amplitude. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) review - battery depletion indicated/eri. Time of eri in save to disk on (B)(6) 2010, device eri <=2.62 v. 1 - patient alert for low bv on (B)(6) 2010 03:00:04. Weekly log battery voltage trend data shows min b(v)=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2010. Sensing - oversensing ventricular short interval count v-sic=133 counts, in 0.10 day, on (B)(6) 2010 in the timeframe between 11:26:14 and 12:51:32.